Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10- product received on: (B)(6) 2019. Investigation ¿ evaluation. It was reported that the coaxial needle assembly within a quick-core coaxial biopsy needle set was difficult to unscrew. Further communication with the user facility clarified that the device did not make patient contact. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. One opened coaxial needle subassembly (dtn) and one unopened biopsy needle (qc) was returned. The dtn was received already unscrewed. The needle was able to be re-screwed and unscrewed without difficulty. Dimensions such as stylet outer diameter and cannula inner diameter were measured within specification. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Although inspection steps are in place related to this failure mode, a project was opened to further investigate/address this issue. Product labeling was also reviewed. Instructions for use are packaged with this device. Relevant sections include: intended use: quick-core biopsy needles are intended for soft tissue biopsy. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for soft tissue biopsy should be employed. How supplied. Upon removal from package, inspect the product to ensure no damage has occurred. The device history record (DHR) for the complaint lot showed no related nonconformances. Relevant coaxial needle subassembly lot showed no nonconformances. A database search revealed no other complaints from the lot at the time of the investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. It is possible that the device was screwed too tightly during quality control, but this potential cause of failure cannot be confirmed since the returned complaint device could not replicate the failure mode of difficulty unscrewing. Another unknown factor may be contributing to the dtn becoming unable to be unscrewed. Based on the information provided, examination of the returned product, and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: agent. PMA/510(k) #: k973565. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required a quick-core coaxial biopsy needle set for an unknown procedure. Prior to patient contact, the operator noticed the coaxial needle assembly was "difficult to unscrew." The coaxial needle assembly could not be separated. The same failure occurred with another device of the same lot. As reported, there was no patient involvement and no other adverse events occurred.